Event description:
It was reported that the patient presented for a generator change. During the procedure while suturing the pocket, the lead and the suture needle made contact and loss of capture on the pacemaker and right ventricular lead was noted. The issue was resolved when the physician removed the suture. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.